Manufacturer narrative:
Concomitant products: product ID 3037, serial # (B)(4), product type programmer, patient; product ID 3093-28, lot # va080te, implanted: (B)(6) 2013, product type lead. (B)(4).

Event description:
It was reported that a patient had tingling during an MRI and the symptom had a sudden onset. The stimulation status prior to the MRI was unknown and the patient didn't inform the clinic she had the device prior to the scan. The patient¿s c-spine was scanned and her position in the MRI was lying on her back, head first into the MRI machine. The patient reported no adverse effects following exit from the MRI machine. Additional information has been requested but was not available as of the date of this report.